Event description:
Information received from the (B) (6) study indicates eight days after carotid stent placement the patient suffered right sided weakness and was diagnosed with a transient ischemic attack (tia). The symptoms resolved within twenty-four hours. The next day an angiogram revealed small clot inside the carotid stent. Sixteen days after the index procedure, the patient expired. The patient is a (B) (6) male. The target lesion location was the proximal left internal carotid artery (ica). The rate of stenosis was 98%. The characteristics of the vessel are unknown. There was no pre-existing clot during the index procedure. The lesion was de novo. An angioguard distal protection device was placed distal to the lesion. The lesion was pre-dilated. A precise stent was successfully placed. The lesion was post-dilated, twice (6 atmospheres (atm) for 60-90 seconds; 8 atm for 60-90 seconds, balloon unknown). There was good wall apposition with the stent. There was no indication of vessel dissection. There was no disease distal to the stent. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. It was noted that the patient was given a 5000 unit heparin bolus for prevention m of clot formation. Two days after the procedure, the patient suffered right sided weakness and was diagnosed with a transient ischemic attack (tia). The symptoms resolved within twenty-four hours. The next day an angiogram revealed a small clot inside the carotid stent. The patient was discharged five days later. Sixteen days after the index procedure, the patient expired. The cause of death is unknown.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The account alleged that when the brake is engaged, the foot end casters will not lock the caster swivel movement.

Manufacturer narrative:
Information received from the (B) (6) study indicates eight days after precise stent placement in the carotid artery the patient suffered right sided weakness and was diagnosed with a transient ischemic attack (tia). The symptoms resolved within twenty-four hours. The next day an angiogram revealed small clot inside the carotid stent. The patient was discharged six days post procedure. Sixteen days after the index procedure, the patient reasons expired after admission to another hospital for unknown reasons. The cause of death is unknown. At index procedure, the (B) (6) male¿s medical history included hyperlipidemia, abnormal stress test, congestive heart failure, history of smoking (>5packs of cigarettes), coronary artery disease, and hypertension (systolic>140, or diastolic>90, or requiring medication). In addition, it was reported that the patient had a history of stroke with (B) (6) stroke score of 2 and (B) (6) score of 2 prior to index procedure. The target lesion location was the proximal left internal carotid artery (ica). The rate of stenosis was 98%. The characteristics of the vessel are unknown. There was no pre-existing clot during the index procedure. The lesion was de novo. An angioguard distal protection device was placed distal to the lesion. The lesion was pre-dilated. A precise stent was successfully placed. The lesion was post-dilated, twice (6 atmospheres (atm) for 60-90 seconds; 8 atm for 60-90 seconds, balloon unknown). There was good wall apposition with the stent. There was no indication of vessel dissection. There was no disease distal to the stent. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. It was noted that the patient was given a 5000 unit heparin bolus intra-procedurally for prevention of clot formation. Acts were not done. Antiplatelet therapy included aspirin and clopidogrel pre-procedure, post-procedure and at discharge. Two days after the procedure, the patient suffered right sided weakness and was diagnosed with a transient ischemic attack (tia). The symptoms resolved within twenty-four hours. The next day an angiogram revealed a small clot inside the carotid stent. The patient was discharged five days later. When trying to schedule the 30 day follow-up, it was discovered that sixteen days after the index procedure, the patient expired. The cause of death is unknown. It was reported that the patient who had multiple medical problems returned to a different hospital because of cardiac and peripheral vascular disease issues and there is no information at this time regarding what happed during this admission or the cause of death. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Tia and thrombosis in device are known documented potential complication associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Heparin was administered during the procedure; however, the act was not measured. The patient was maintained on an asa and plavix regimen as per the IFU; however, the effectiveness of the antiplatelet therapy is not known. Patient, procedural, and pharmacological factors may have contributed to the reported tia and clot formation. Based on the lack of information regarding the patient¿s death, no conclusion can be made regarding the relationship of this event to the precise stent implanted in the carotid artery; the patient¿s significant medical history puts him a greater risk for adverse events. There is no indication that the reported events are related to a device malfunction or to the device design or manufacturing process; therefore, no corrective actions will be taken at this time.